Manufacturer narrative:
Device not available for return.

Event description:
It was reported that the battery was leaking a yellow substance in the sterile processing area and later fumed a yellow gas. There was no patient involvement, adverse consequences, medical intervention or delays.